Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the system arms were locking up and springing back unexpectedly. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed error logs and no arm errors were found. It was suggested that the issue might have been related to an arm being close to its operational limit. No further troubleshooting was performed since the issue had occurred previously and was not actively reproducible. The procedure was completed with no reported injury.